Event description:
The recipient reportedly experienced pain at the implant site. The recipient's device was explanted. The recipient was not reimplanted. The external visual inspection revealed silicone slices on the top cover and near the electrode ground ring, and the electrode was severed at the fantail and near the array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device passed the tests performed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced pain with and without device use. The recipient presented with headaches and discomfort. The recipient was treated with antibiotics, however, the issue did not resolve. The recipient healed from explant surgery. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Section h.4: advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.